Event description:
Customer reportedly received results of 454 mg/dl and 121 mg/dl within 10 minutes on the advantage system. Customer also reportedly received the following results within 10 minutes on the advantage system: 49 mg/dl, 55 mg/dl, and 328 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.